Event description:
A report was received that an anesthesiologist suffered an injury while using a component from the product. In (B)(6) 2009, the physician was using one of the MFR's spinal anesthesia trays for a procedure. The physician infused the contents of a bupivicaine syringe; at the conclusion of the push, he observed blood on his gloved right second (middle) finger. He smeared the blood and found that his gloved finger had been punctured - the source of the blood was from his punctured finger. He immediately washed his hand. When he returned to the procedure location to investigate a possible source for the puncture, he found that the crna had discarded all of the equipment. The physician is unsure how his finger was punctured; the bupivicaine injection did not involve a needle nor did the drawing of the bupivicaine. The bupivicaine is supplied in a glass ampoule. As the patient was (B)(6) , he reports that he took broad spectrum antivirals for 6 months and all his labwork results were (B)(6) .

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.